Event description:
It was reported that during a percutaneous coronary intervention (pci) a dissection occurred. The indication for the procedure was instent restenosis. The lesion was located in the stent of an unknown manufacturer in the calcified left circumflex artery. The physician advanced a 2.5 x 10 flextome monorail cutting balloon to the lesion. On the first inflation, the balloon ruptured at 7 atms. The device was removed intact. The procedure was completed with another flextome cutting balloon. At some point, it was noted that a dissection occurred outside the unknown stent that was implanted before. It is unknown if any intervention was done. No patient complications were noted. Patient's status is reported as "good".

Manufacturer narrative:
Device evaluation: the device has not been received for analysis. Upon receipt and complettion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.